Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a boston scientific field representative (fr) inquired about rhythm identification (rid) feature on an implantable cardioverter defibrillator (ICD). The fr had been made aware of a patient that had therapy delayed because rid did not appropriately identify the rhythm as ventricular tachycardia (vt). A request for additional information was made. The fr was not able to provide any further detail.